Manufacturer narrative:
Subject product evaluation found the peg glass cartridge was broken inside the chemistry kit blister tray. The broken fragment was not returned. The push rod had been inserted and progel product was found inside the applicator tip, indicating the push rod had been advanced at some point. The peg cartridge has been moved from its original position within the blister tray as it is no longer was in the same orientation (crimp at opposite end) within the tray as the albumin cartridge. Based on the sample evaluation, the most likely cause of the broken peg glass cartridge was it was inadvertently damaged during subsequent handling of the product in preparation for use when the chemistry kit was opened. The IFU for the progel instructs the user "if package and/or product integrity have been compromised, (i.e., damaged package seal, or broken glass) do not use or re-sterilize the contents." A review of the subject lot found this to be the first complaint reported for the (B)(4) units released to stock in february of 2019.

Event description:
It was reported that when the or staff pulled the progel product for use in the case, upon removing the kit from the box, the glass vial was broken inside. Another progel kit from the same lot was pulled for use in the case without further issue. The product box did not show any damage. There was no patient involvement.